Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Regarding right hip replacement, patient was experiencing pain and needed a new acetabular cup. Per sales rep, patient had an all poly cup and pca head removed due to wear.